Event description:
It was reported that the patient was symptomatic. The patient had symptoms of palpitations, short of breath, shaky while bending down, and legs weak when walking. The atrial lead was found to have high thresholds and possible noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507658 implantable pacing lead, implanted: (B)(6) 2010.